Event description:
The customer obtained a nonreproducible, higher than expected vitros tropi es result from a single patient sample processed on a vitros 5600 integrated system. Tropi es result: 0.350 ng/ml vs expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was reported from the laboratory and a corrected report was later issued. There was no allegation of harm reported as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a nonreproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on a vitros 5600 integrated system. Root cause for the event could not be determined; however, the possibility that inappropriate pre-analytical sample processing or an unexpected analyzer issue had contributed to the event could not be ruled out. The investigation did not find evidence to indicate that the customer¿s vitros reagent had malfunctioned.